Manufacturer narrative:
(B)(4). The batch card(s} for the complaint lot(s} was reviewed and all passed qa inspection. One actual sample was returned for investigation. Based on the complaint statement, it was reported that the user wanted to remove the device , but the balloon could not be deflated. To verify the accessibility to the balloon deflation, the actual sample was inflated with 5ml of water using normal syringe and showed no issue to stay inflated. The sample was then subject ed to deflation testing using the same method. Once again, the sample is able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that , based on the IFU, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Non-deflation balloon may due to several reasons. However, after investigation there was no deflation issue encountered during testing. Therefore, this complaint could not be confirmed.

Event description:
The report states: unable to deflate foley catheter size 16fr. This has caused medicolegal implications especially because it causes trauma to patient. Additional information states: the doctor managed to slide it out with some force and luckily there was no complication. No other intervention was required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: unable to deflate foley catheter size 16fr. This has caused medicolegal implications especially because it causes trauma to patient. Additional information states: the doctor managed to slide it out with some force and luckily there was no complication. No other intervention was required.